Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast key responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.